Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead's helix was unable to be retracted and was found to be damaged during maneuvers. The rv lead was not used and replaced during the procedure. The patient was in stable condition.